Manufacturer narrative:
Investigational summary: review of customer data shows that some samples yield positive results during one run and then negative results (or vice versa) on repeat testing. (B)(4). Retain testing shows that the product performs as expected. Qc was unable to duplicate customer's complaint.

Event description:
False positive: customer reported 5x false positive for solana sars.